Event description:
It was reported that during a laparoscopic nephrectomy, the seal cap broke upon removal of the hand at the end of the case. The specimen was removed and another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.